Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed system was not booting up. Upon troubleshooting, fse found software issue. To resolve the issue, fse reloaded the software, restored the backup. After reloading the software version, the system was returned to use in good working order. The codes were updated based on the investigation outcome.